Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the hips/buttocks. For treatment, the parent gave a correction bolus.

Manufacturer narrative:
The received device had the cannula assembly deployed. The device generated an 0x1c pump expiration alarm after operating for 80 hours. No bends or kinks were observed in the soft cannula, however, a tear was observed in the external portion of the soft cannula. It cannot be determined when or how this damage occurred.